Event description:
Reportedly, several pdf reports of remote monitoring present with no real-time egm.

Manufacturer narrative:
The review of provided data confirmed the reported issue: in the remote pdf report sent on (B)(6) 2024, the real-time egm is not available: egm real time could not be recorded, because the device was already recording egm for another algorithm in progress, for example rvat. In this case egm real time is not recorded. Based on available data, no issue is suspected on this device. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, several pdf reports of remote monitoring present with no real-time egm.